Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress by dropping and/or knocking the affected part to a hard surface/object and applying a chemical stress during the cleaning/sanitization. It is suggested that the user facility review the method of handling of the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis eus ultrasound gastrointestinal videoscope ultrasonic probe was broken. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value. The adhesive on the bending section cover was detached and had a crack. The connecting tube had a scratch. The image guide protector had a cut. The paint on the air/water cylinder was peeled. Due to damage on the cover of the ultrasonic cable, the insulation resistance between the evis and us connector did not reach the standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.